Manufacturer narrative:
Medical devices: d224trk device, implanted: (B)(6) 2011

Event description:
It was reported that the left ventricular (lv) lead exhibited a chronic high threshold. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.